Event description:
During a follow-up on (B)(6) 2014, there were two noise episodes stored within the device memory that were classified as ventricular fibrillation. No such noise detection was observed during previous follow-ups. It was also indicated that the follow-up performed on (B)(6) 2015, no such noise was observed.